Event description:
Aneurysm treatment with embolic coils. While positioning the coil in the aneurysm, it was reported that the physician inflated the balloon catheter to bridge the neck, and the aneurysm ruptured. Physician used onyx 18 to stop the bleeding and fill the rupture point.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. The physician also reported that the reason for the aneurysm was not due to the coil or the balloon. It was a very small aneurysm and the risk of rupture is very high for these aneurysms.